Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: additional: h2 - h6 correction: b4 - g4 - g7 - h10 DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no additional similar investigated events event description: it was reported that the patient was implanted with a total hip prosthesis in 2002 and was revised on (B)(6) 2019 due to a disassociation of the metal liner from the pe insert with a secondary indentation on the posterior neck of the stem. This incident happened as there was a sudden feeling of pain and sound in the hip during trekking in (B)(6) 2018. Moreover there is mention of wear of the pe-insert and of a too steep inclination (58°) of the cup, as well as serious osteolysis and metallosis in the proximal femur in the surgical report. Review of received data: - letter from the surgeon dated (B)(6) 2019 and zimmer product experience report (zper) it has to be mentioned that the patient has a very high degree of activity including walking larger distances, climbing stairs and ladders daily in his professional life. In 2002 a fitek cup, metasul insert, metasul head 28 mm and a cls stem were implanted on the left hip in the kantonsspital winterthur. A surgical report is not available. In august 2018 sudden pain and clicking in the hip occurred during hiking therefore the patient came for a checkup. Based on the latter a disassociation of the metasul inlay of the sandwich insert was detected. A blood test taken on (B)(6). 2018 gave the following metal ion levels in blood: chromium 4.9 ¿g/l, cobalt 13.4 ¿m/l and titanium 2.4 ¿m/l. There are no results of earlier tests available. During revision surgery large areas of osteolysis in the proximal femur were present. The stem was firm enough so that all around chiseling was needed to remove it. However, the extent of the osteolysis was too large so that the stability of the stem had to be questioned. The metasul inlay has possibly been damaged on the inner side during the cutting off of the firmly fixed cup using the explantation tool. - surgical report of revision, (B)(6) 2019 diagnosis: disassociation of the metasul inlay of the sandwich insert with polyethylene wear at high cup inclination and large areas of osteolysis in the proximal femur after implantation of an uncemented total hip prosthesis (metal-on-metal bearing) left in 2002. Indication: at a cup inclination of 58° with slightly higher anteversion there is an indication for the revision of the cup. The disassociation of the metasul inlay led to a radiologically visible notch on the posterior side of the stem. After discussion on the risks of a fatigue fracture the indication for the revision of the stem is given as well even if the stem is fixed radiologically. As the patient has a weight of 98 kg and is very active a monobloc stem is chosen. Technical procedure: a kocher-langenbeck approach is used. Further subvastus approach is performed to the proximal femoral diaphysis. A hemi-circumferential longitudinal osteotomy of 140 mm from the tip of the trochanter is done anteriorly and posteriorly. The bone lid is mobilized anteriorly and can be removed from the stem without problems. There is a large osteolysis located posteriorly of the stem which extends from the remaining femoral neck to more than the half of the stem and measures up to 25 mm in its ap diameter. The necrotic material is curetted. Progressive capsulotomy is performed. The capsule is scarred and about 15 mm in thickness. There is a chronic synovitis with metalosis of about 10 mm in thickness which is progressively resected. Samples for microbiological and histopathological testing are taken from different locations. The prosthesis is dislocated posteriorly. The stem cannot be removed because it is fixed. To loosen the stem first drills and then chisels are used until it is possible to remove the stem. The notch on the posterior side of the stem¿s taper deriving from impingement is minimal, less than 0.5 mm in depth. There is no visual damage on the head. The metasul inlay is dislocated and loose and is removed. The capsulotomy is continued until the entire rim of the cup can be exposed. Posteriorly, the osteolysis resulted in a defect of the posterior wall. The cup is fixed and spherical chisels are used until it can be removed from the bone. The central osteolysis that resulted in a perforation of the medial acetabulum is curetted. However, the anterior and posterior column is intact. The defect of the anterior wall is minor. In the further, the report describes the implantation of an allofit cup 62/nn with 40 to 45° inclination and an anteversion of approximately 20° and the insertion of a durasul alpha insert nn/36. Then a wagner stem sl revision 20x190 mm with a biolox delta head 36/m is implanted. The bone lid is reduced. It has to be mentioned that it fractured distally to the processus innominatum during the manipulations. The posterior trochanter is fractured several times in the area of the osteolysis. The latter was filled with bone removed from the trochanter major to adapt it to the shoulder of the new stem. Osteosynthesis is performed using 3 dall-miles cable cerclages. After lavage the wound is closed. - histological report, input (B)(6) 2019, output (B)(6) 2019 the report can be summarized as follows. Capsule material was analyzed and minor acute and subacute fibrinous inflammation, massive partially giant cell macrophage proliferation with phagocytic polarization-optical birefringent micro, macro as well as supra-macro particle wear (referring to polyethylene wear) and non-birefringent blackish (referring to metal wear) micro particle wear and expanded siderosis, sparse chronic inflammatory infiltrate and clear fibrosis was found. There is no pmn/10 hpf. - x-rays the pelvis overview taken on (B)(6) 2001 shows a total hip prosthesis (thp) implanted on the left side. The inclination angle was measured and amounts to approximately 52°. Due to slight differences in contrast, brightness and patient position the second pelvis overview taken on (B)(6) 2005 cannot be directly compared to the previous one. However, it seems that there is a minor osteolytic line visible in the area of the stem shoulder and on the calcar. The cup inclination was measured and amounts to approximately 58°. Also the anteversion appears to be slightly higher. The pelvis overview taken on (B)(6) 2006 exhibits a thp implanted on the right side. Concerning the left side, changes compared to the previous pelvis overview cannot be recognized. The selected image provided from the CT taken on (B)(6) 2018 shows that on the left thp the metasul inlay is not anymore in a centered position. Both second views concern the right thp and are therefore not relevant for the current case. - estimation of time in vivo according to the surgeon¿s letter the thp was implanted in 2002. However, on the pelvis overview taken on (B)(6) 2001 the thp is already implanted. Checking the manufacturing records of the retrieved components revealed that implantation was possible starting from end of (B)(6) 2001 provided that all components were implanted at one point in time. Therefore, the time in vivo is estimated to be approximately 18 years. Device analysis: - visual examination: in the as-received state the polyethylene liner of the metasul alpha insert was still mounted in the fitmore shell. The metasul inlay was separated from its liner. For further evaluation the liner was removed from the shell. On the anchoring side of the of the fitmore shell bone ongrowth can be seen. The sulmesh shows also damaged areas most probably deriving from the chisels used for removal during revision surgery. The inner side of the shell exhibits an area (including the snap feature) with small polished lines and dots in the loaded area where the fins are mounted. On the rest of the surface small single polished lines and dots are recognizable by naked eye. Closer inspection with a binocular (wild m38, eq-ID wnt-03-rsr-540-161187) revealed that there are more polished lines and dots in this area as visible by naked eye. There are polished lines on the spikes as well. The polyethylene liner of the metasul alpha insert seems to show some minor yellowish discoloration in the unloaded area of the anchoring side. Single metal particles are embedded in the polyethylene. The indents of the antirotational spikes of the shell appear slightly enlarged. Machining marks can only be observed in small zones. Almost the entire surface shows backside changes which are characterized by polished lines and dots and are more pronounced in the loaded area. The imprints in the polyethylene, resulting from the mounting area of the shell¿s fins, are oval-shaped instead of round. This indicates some micromotion between insert and shell. The polar pin of the liner is threaded. The cylindrical area of the inner diameter of the liner is worn in the loaded area so that the thickness of the polyethylene is diminished by approximately 2 mm. The steps for the metasul inlay seem to be still intact on the entire inner diameter. The rim of the latter shows signs of layer delamination on three-quarter of its circumference. Beside scratches and cuts probably due to revision surgery, cracks are recognizable on the rim in the loaded area. The metasul inlay is separated from the polyethylene liner. It seems that there is some polishing on the steps of the anchoring side of the inlay. On the articulation side of the inlay the chamfer is covered by metal smearing on the entire circumference. Directly below the chamfer a small stripe with micropits and adjacent a pattern of parallel scratches can be seen in one region by inspection with a low power microscope (leica dms 300, eq-ID wnt-03-rsr-540-161188) (fig. 7b). Further, matt gray zones, numerous fine as well as some coarse scratches and smears are visible on the articulation surface. The latter most probably originate from the revision surgery as indicated in the surgeon¿s letter. In the as-received state the metasul head was still firmly fixed on the stem taper and removed during the course of investigation for easier evaluation. On the articulation surface of the metasul head a well-defined borderline between loaded and unloaded area is visible. The unloaded area exhibits some coarse scratches and smears. In the loaded area matt zones can be seen. The articulation surface was inspected under the microscope (nikon epiphot, eq-ID wnt-03-rsr-540-151662) at 200-times magnification with differential interference contrast (dic). Within the matt zones micropits are recognizable. Further, scratches and smears can be found in the loaded area. As already visible to the naked eye the borderline between loaded and unloaded area is well identifiable. The unloaded area presents the original surface state with slightly protruding carbides. There is nothing to report about the head taper. The cls stem shows an elliptical-shaped notch measuring 8 mm in length, maximally 2 mm in width and approximately 0.5 mm in depth close to the distal taper end posteromedial. The taper is partially covered by an oxide film. There are remains of bone ongrowth on all anchoring surfaces. Further, the stem exhibits damage in the form of scratches, nicks, instrument traces and so on most probably deriving - wear measurement: the wear measurement was carried out on a 3d measuring machine type cmm5, sip geneva. The total linear wear value for the head is 60 ¿m which results in an annual wear rate of 3.3 ¿m. The wear map of the insert shows a possible wear zone in the center. However, the method to determine the wear requires an unworn area on the same parallel of measurement points. Therefore it is not possible to determine a wear value. However, the measured diameter of the cup is still within the manufacturing tolerances. For a metasul-pairing with diameter 28 or 32 mm retrieved within the first year an average wear of 27.8 ¿m / year per pairing was found. Retrievals explanted after two and more years in-vivo had an average wear rate of 6.2 ¿m / year per pairing [1]. Review of product documentation: - all involved devices are intended for treatment. - DHR review: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Conclusion: the patient was implanted with a total hip prosthesis in (B)(6) 2001 and was revised on (B)(6) 2019 due to a disassociation of the metal liner from the pe insert with a secondary indentation on the posterior neck of the stem. In (B)(6) 2018 the patient came for a checkup because sudden pain and clicking in the hip occurred during hiking. The patient can be described as rather young and very active. A disassociation of the metasul inlay of the sandwich insert was detected. The revision surgery took place on (B)(6) 2019 after the thp had been in vivo for approximately 18 years. There the metasul inlay was found to be dislocated and loose. Metalosis in the capsule and osteolysis in the femur as well as in the acetabulum was observed during the surgery. The histological report of the capsule material diagnosed polyethylene as well as metal wear particles. The x-rays at hand only show the follow-up between 2001 and 2006. There was a change in cup position towards steeper inclination (from initial approximately 52° to approximately 58°) and higher anteversion. According to the surgical technique the cup should have an inclination between 40 and 45° and an anteversion between 10 and 15° [2]. As the x-ray follow-up is missing between 2006 and 2018 it cannot be assessed whether further changes to the bone as well as the position of the components occurred and at what point in time the disassociation of the metasul inlay and the impingement with the stem neck started. The selected image provided from the CT taken on (B)(6) 2018 shows that the metasul inlay is not anymore in a centered position. The phenomena seen on the inner side of the fitmore shell and the anchoring side of the metasul alpha insert point to micromotion between both components probably leading to some wear. The cylindrical area of the inner diameter of the insert¿s liner is worn in the loaded area so that the thickness of the polyethylene is diminished. But the steps for the metasul inlay seem to be still intact on the entire inner diameter. The rim of the latter shows signs of layer delamination on three-quarter of its circumference and some cracks which can be attributed to material embrittlement due to oxidation. The metal smearing seen on the entire circumference of the chamfer on the articulation side of the metasul inlay and the notch in the taper of the cls stem indicate impingement and further that the inlay was loose inside the liner and could rotate. The appearance of the articulation surfaces of the metasul bearing does not show signs of rim loading. This could be confirmed by the wear map of head and inlay. The annual wear rate found for the head does not seem to be increased. Due to the limitations of the method a wear value for the cup could not be determined. However, the measured diameter of the cup is still within the manufacturing tolerances. There is nothing to report about the taper connection between cls stem and metasul head. The investigation results did not identify a non-conformance or a complaint out of box (coob). The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Considering the information received and the phenomena found during investigation it can be hypothesized, that because of the suboptimal cup position and the load especially acting on the insert due to a very active patient, the metasul inlay could get loose from the polyethylene. It is unknown if and to what extent the embrittlement of the polyethylene contributed to this. The loose inlay could move against the liner resulting in additional polyethylene wear on the inner diameter of the liner. As a consequence the inlay could tilt and get in contact with the stem taper leading to generation of wear particles and metalosis in the capsule. The wear particles, metal as well as polyethylene, generated from different sources could have contributed to the osteolysis in the femur as well as in the acetabulum observed during revision surgery. References [1] rieker cb, schoen r, koettig p, shen m, krevolin j, 2006, in-vitro versus in-vivo analysis of metal-on-metal articulations, abstract 7892 of the 5th world congress of biomechanics, jul 29-aug 4, munich, germany, journal of biomechanics 2006; vol. 39 suppl. 1, p. 120 [2] die fitmore pfanne ¿ optimierung durch synergien, produktinformation und operationstechnik, lit. No. 06.00419.011 ¿ ed. 04/99 wl the need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is cmp-0472073.

Event description:
Please refer to report 0009613350 - 2019 - 00095.

Manufacturer narrative:
Concomitant medical products: metasul head 28mm l 12/14 item# 19.28.07; lot# 2050631. Cls stem 145 11.25 12/14 item# 29.00.09-112; lot# 2018046. Fitmore shell with fins 58/l item# 01.00024.458; lot# 2038155. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. Medical reports, x-rays, photos of the explanted devices were received and will be reviewed as part of ongoing investigation. Device history record (DHR) was reviewed and no discrepancies were found. The device in this report is not released in the u.s.a. However, similar devices are distributed under under k993259 therefore this report is being submitted. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient had to undergo a revision surgery due to disassociation and wear of the implant. Metallosis and osteolysis were also mentioned on the report. Attempts to obtain additional information have been made; however, no more is available.